Event description:
Additional information reported they were returning the mpu secondary to the recall. It was later confirmed there were no alarms on the mpu. Available information has no indication of, or report of, any adverse patient effect related to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported the mobile power unit (mpu), serial (B)(6), was related to the mpu recall and was exchanged as a result. The patient did not experience any related issues. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was unable to provide power to the heartmate system controller.